Event description:
The user facility reported via chemtrec report that during a procedure a patient was exposed to intercept detergent that was present on a gastroscope that had not been properly rinsed. No report of injury or adverse effects and it is unknown if medical treatment was sought or administered.

Manufacturer narrative:
The lot number of the intercept detergent was not provided. The reported event is attributed to improper rinsing practices by user facility personnel as stated in the instructions for use. Per the intercept detergent bottle label, "for cleaning of fully immersible endoscopes, related accessories, surgical instruments, and other apparatus where blood, mucus, protein or other hard to remove soils are encountered, use intercept¿ detergent at 1/3 oz./gal of water (0.25% use concentration) with one full stroke of the hand-pump (1 oz.) To three gallons of water. For best manual cleaning results, mix intercept¿ detergent with cool to warm water (20°c - 35°c) (68°f - 95°f) and ensure a minimum contact time of (1) one minute. Rinse all surfaces and internal channels thoroughly with water." The intercept detergent safety data sheet (sds) states (2/5), "precautions for safe handling: avoid contact with skin and eyes. Avoid breathing vapor or mist. Do not swallow." The sds further states (2/5), "symptoms/effects after ingestion: may be harmful if swallowed. May cause stomach distress, nausea, or vomiting." Steris offered in-service training on the proper use of intercept detergent, specifically proper rinsing instructions for instruments; however, the user facility declined. No additional issues have been reported.